Manufacturer narrative:
Investigation: the complaint of the ultrasound system not displaying images when the acunav was connected was investigated. The returned catheter was inspected. During the investigation, it was determined that the root cause of this catheter complaint was from acoustic array de-lamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the doctor was placing the catheter into the patients' right atrium during an atrial fibrillation (afib) ablation procedure, it was noted that there was no image being displayed on the ultrasound system. The doctor withdrew the catheter and re-inserted a new catheter to continue and complete the afib procedure. There was a delay of 10 minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.